Event description:
Patient underwent total aortic arch replacement procedure in april 2003. In may 2003, drained liquid was cultured and found to be mrsa positive. CT scans confirmed a mediastinitis. It was also reported tht in may 2003, a gastroepiploic plombage was performed.